Event description:
It was reported that a pph procedure was performed and ¿the only complication that occurred during the operation I performed on the patient relates to a minor surgical injury to the rectal wall alone, the diameter of which was less than 1 cm.¿ no information is provided as to what was done to repair the injury. Surgeon alleges a manufacturing defect or malfunction of the device.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.